Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was over 600 mg/dl at the time of incident and current blood glucose value was 344 mg/dl and other blood glucose value was 600 mg/dl. The customer experienced symptoms such as nausea, abdominal pain and difficulty in breathing. Customer reported that auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not go to the hospital and just treated it with correction bolus. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.